Manufacturer narrative:
An event of a patient device interaction problem (residual leak), atrial fibrillation, and perforation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported patient device interaction problem (residual leak) and perforation could not be determined. The reported atrial fibrillation was likely a cascading effect from the event, however this cannot be determined. An unexpected medical intervention was a result of case-specific circumstances, as medication was administered. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on unknown date in (B)(6) 2010, an unknown amplatzer multi-fenestrated cribriform was implanted. It was noted that another hole had opened at the site of the implant. No additional dates or clinical details were provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on unknown date in (B)(6) 2010, an unknown amplatzer multi-fenestrated cribriform was implanted. It was noted that another hole had opened at the site of the implant. No additional dates or clinical details were provided.